Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.this report is being submitted late as it has been identified in remediation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lerman, d., monument, m., randall, r. (2014). Novel applications of osseointegration in orthopedic limb salvage surgery. Orthop clin n. Am. Http://dx.doi.org/10.1016/j.ocl.2014.09.013.

Event description:
Information was received based on review of a journal article titled, ¿novel applications of osseointegration in orthopedic limb salvage surgery¿. One patient identified in the article had a failed uncemented proximal femoral replacement (pfr) that occurred twelve (12) years after index reconstruction. The patient was revised using compressive osseointegration fixation with medial bone hypertrophy at two (2) years after revision.there has been no further information provided and the patient outcome is unknown.